Event description:
I'm not sure if the exact date, but I had a bad fall and hurt my breast in 2011. A year later my right breast started getting hard. I had the doctor checked my mammogram and she told me it was encapsulated. It's getting harder and larger and some slight pain. My doctor told me not to do anything unless the pain got too bad. I'm very concerned with all I'm reading. I have severe vertigo and ear issues all the time. Not sure why. I've not had any in depth testing other than my mammograms. I've had my mammograms every year. FDA safety report ID# (B)(4).